Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and reported feeling a poking sensation. Upon further examination, the physician found the right ventricular lead helix perforated through the epicardium by about one millimeter. The right ventricular lead was explanted and the epicardium was sutured closed. The physician then implanted two epicardial pacing leads in place of the removed lead to complete the procedure. The patient was reported to be in stable condition post procedure.